Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient¿s right hip was revised two days post-implantation due to dislocation and subluxation. During the procedure, the acetabular cup, liner and femoral head were removed and replaced. No further information has been provided.

Manufacturer narrative:
Concomitant medical products: 00801802814 62549131 femoral head non-skirted 12/14 taper; 00811400010 62807074 femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length; 00875305201 62573510 shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners.

Event description:
Patient¿s right hip was revised two days post-implantation due to dislocation. During the procedure, the acetabular cup, liner and femoral head were removed and replaced. No further information has been provided.